Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4) for the reported event of stent failed to expand. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex duodenal soft stent was implanted in the afferent loop arm of resection (towards the bile duct) to treat a duodenal obstruction caused by malignant stricture during a stent placement procedure performed on (B)(6) 2018. Reportedly, the patient¿s anatomy was tortuous. Patient¿s duodenal obstruction was secondary to recurrence of cancerous lesion, structuring of anastomosis from a whipple procedure. According to the complainant, on (B)(6) 2018, post stent placement, imaging was performed and noted that the stent was not fully expanded. The stent was removed with forceps and a biliary stent was implanted to address the stricture. The patient's condition at the conclusion of the procedure was reported to be okay.